Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced ongoing issue with erratic patient creatinine results. Two patient examples were provided. Only one patient sample was discrepant. Sample type is plasma. Initial result gave 0.6; repeat gave 3.2 mg/dl. User corrected the patient reports with the repeat results before they were reported out. No errant results were reported and no patients adversely affected. Creatinine reagent lot numbers: r1 61884401 and r2 61526101. The field service representative found a defective gear pump as the cause. He replaced the gear pump head, and adjusted gear pump to correct pressure and adjusted stop position of sample racks at sample station. To verify analyzer performance a (B) (4) study was run giving acceptable results.